Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had been experiencing discomfort at the ipg site after the patient lost weight. The patient also experienced protrusion of the ipg due to weight loss. As a result, the patient's ipg was explanted and replaced (with a different/smaller model). Surgical intervention addressed the patient's issue.